Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported at a follow-up visit about three weeks after implant that the measured pacing threshold for the left ventricular (lv) lead could not be determined. Checking different configurations in the clinic during the follow-up visit found elevated pacing thresholds in all tested configurations. No programming changes were made at that time but the patient returned within a week and lv lead was not capturing. Programming changed to turn off lv pacing and a revision of the lv lead was planned. The lv lead was confirmed to be dislodged as it had pulled back into the coronary sinus. The lv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.